Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedances and undersensing of r waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7084 ipg, implanted: (B)(6) 1993. (B)(4).